Event description:
It was reported a patient enrolled in a clinical study underwent bilateral total knee arthroplasty on (B)(6) 2003. Subsequently, the patient underwent manipulation bilaterally on (B)(6) 2003. Additionally, manipulation was performed bilaterally on (B)(6) 2003. No components were removed during the procedures.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06078/06079).